Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was not observed, however cloudiness of the tube can be observed. Additionally, 30 retention samples from bd inventory were visually inspected and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for a molding defect (cloudy tube) based on the photos provided. Retention sample inspection was satisfactory and no fm or molding defects were observed. Bd was not able to identify a root cause for the molding defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found the tube that looks dirty inside, there is something dark like fungus. The following information was provided by the initial reporter. The customer stated: the customer requests for a quality review of sst tubes, since at the moment of opening a new shelf pack, she found a tube that looks dirty inside, there is something dark like fungus.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found the tube that looks dirty inside, there is something dark like fungus. The following information was provided by the initial reporter. The customer stated: the customer requests for a quality review of sst tubes, since at the moment of opening a new shelf pack, she found a tube that looks dirty inside, there is something dark like fungus.